Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to log in to the station and received an unable to authenticate error during login. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to access patient encounter system (pes). A technical support specialist referred to knowledge article (ka) - how to install server certificates, dialed into the server, added the certificate to trusted sites in microsoft management console, and bound the certificate in internet information services (iis). The tss then verified functionality by successfully testing logins across es, ciisafe, and handheld devices. The system functioned as intended after the technical support specialist troubleshot the device.